Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The analyzer generated dispersional data alerts, suspect population flags, suspect parameter flags, and interpretive messages to alert the operator for needed verification of results for the sample, as stated in the cell dyn ruby system operations manual. The complaint incident was a sample specific issue. A product issue for the cell dyn ruby analyzer was not identified. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated white blood cell (wbc) results without alarms that were generated using the cell-dyn ruby analyzer. The following data was provided (10e9/l). (B)(6) initial 51.4, repeat 5.39. Manual differentiation of the sample showed wbc was approximately 5. This value was confirmed in nuclear optical count (noc) mode. No impact to patient management was reported.